Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97745, product type: programmer, patient. Product ID: 977d260, serial (B)(4), product type: screening device. Product ID: 977d260, serial (B)(4), product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient. The caller reported out of regulation (oor) error message/code, could not provide desired settings. Caller indicated that the trial was started on (B)(6) 2017. Caller was getting the same message on all the programs. The patient did not have the ability to change any settings other than amplitude. The caller was advised to try and bring the amplitude down to zero and go back up. On (B)(6) 2017, rep reported that they were removing leads. When rep checked the wens with the tablet, it indicated that the 8-15 (second) lead had a connection issue. Rep confirmed that the second lead was used in the programming. It was reviewed that oor was caused by connection issue. No symptoms were reported and no further complications were reported/anticipated. On 2017-oct-19: additional information was received from the rep. It was reported that it turned out the lead moved, resulting in high impedances. No further complications were reported/anticipated. On 2017-nov-10: additional information was received from the manufacturer representative. It was reported that the cause was due to the lead migrating. The device serial numbers were provided. The rep initially thought the lead migrated in the wens. But later, through x-rays, it was determined that the lead migrated within the anatomy of the patient. This was a an occipital trial, so patient moving their neck too much was the probable cause of the lead migration. The hcp had no further information on this event. Patient's weight was unknown at his time but rep will be seeing the patient on (B)(6) 2017 for the permanent implant and could obtain the weight information at that time. No further complications were reported/anticipated.